Event description:
Needle stick injury during removal.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Batch history review: we have checked the manufacturing file of batch nr20d27g8660 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of 8000 surecan safety ii needles released in may 2020. Investigation results: we received for investigation 29 unused surecan safety ii needles from batch 20d27g8660. No defect is visible on the received samples. We have performed a safety system activation test on 20 of the returned samples, the results were compliant with our specifications. The safety mechanism could be activated without any difficulties. Conclusion: the complaint is not confirmed. The received samples conform to our specifications. The received samples could be correctly secured. (B)(4). It is worth noting that the IFU clearly describes the needle removal procedure: "needle removal: 1. After completion of treatment, flush the port per institutional protocol. Stabilize the port by securely holding the base down. (Fig.a). 2. Firmly pull the wings up until you feel a firm stop (fig.b) and the needle is locked in the safety position. A green dot on the base of the needle confirms safety device deployment. 3. Dispose of set in a sharps container".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Batch history review: we have checked the manufacturing file of the involved batch of surecan safety ii needles which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of (B)(4) needles released in may 2020. Investigation results: we did not received the complaint sample for investigation. Conclusion: without the complaint sample for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. This is a known risk linked to needle use. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. This is a rare incident (<0.001%), no corrective action is envisaged at the moment. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by user facility in (B)(6): problem with the safety mechanism. The safety clip could not be activated and an employee has received a needle stick.